Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the battery status the device could not be restored. No intervention was performed. No further information was available.